Manufacturer narrative:
It was reported by the customer contact that "the syringe was unable to be connected to the manifold port. As another syringe was tried, but still the same issue, then the third one was attempted, finally it connected with the manifold". This occurred before use on patient and no impact to the procedure was reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported by the customer contact that "the syringe was unable to be connected to the manifold port. As another syringe was tried, but still the same issue, then the third one was attempted, finally it connected with the manifold". This occurred before use on patient and no impact to the procedure was reported.